Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a friction rash under the front te pad. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed prontosan gel for the rash. Follow up indicated that the rash improved.